Event description:
It was reported that the wake button on the pump was persistently difficult to press and required multiple presses in order to turn the pump screen on. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. Customer reported that their blood glucose (bg) level was displayed as "high" on a unspecified date due to the issue, although a specific value was not given. The customer addressed their bg with a correction bolus.